Event description:
Event: post implant intervention. Case details: it was reported that the pt had an occlusion of the left graft branch 11 days post-implant. The pt was treated with angioplasty and recanalization and was discharged 2 days later.